Event description:
On 23.09.2021, hamilton medical ag received a report relating to an event occurring on (B)(6) 2021 in (B)(6), USA involving a hamilton-g5. Device alarmed (high pressure alarm, low tidal volume, disconnection on patient side). Patient's spo2 values dropped.

Manufacturer narrative:
Looked at zero cal page ( no more than .4 variation from 0 on any pressure) ran vent for 11 hours at 100% o2- (no alarms, delivery consistent at 100% o2).

Manufacturer narrative:
Looked at zero cal page ( no more than .4 variation from 0 on any pressure) ran vent for 11 hours at 100% o2- (no alarms, delivery consistent at 100% o2).

Event description:
On 23.09.2021, hamilton medical ag received a report relating to an event occurring on (B)(6) 2021 in oregon health & science university - portland, USA involving a hamilton-g5. Device alarmed (high pressure alarm, low tidal volume, disconnection on patient side). Patient's spo2 values dropped.